Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the patient had a seizure post-operatively on (B)(6) 2016 and was in the intensive care unit. It was noted that the patient had a stroke as a baby, but there were no other known patient factors and no history of seizure per her family. The implantable neurostimulator (ins) and lead were noted to be implanted and out of service. The ins was off and was never "in." The patient's status was alive with injury and the issue had not resolved. No surgical intervention occurred and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.